Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure. The customer¿s blood glucose at the time of incident was 120 mg/dl. The customer¿s current blood glucose level 170 mg/dl. Troubleshooting was performed. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer performed self test and it failed. The insulin pump will be returned for analysis.